Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer's blood glucose (bg) level was 528 mg/dl. Reportedly, customer required assistance from school nurse to deliver a correction bolus via the pump. Lastly, it was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery and temperature alarm issues were verified. Based on the analysis, the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified.